Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented remotely via a merlin transmission. The device exhibited post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were made during the device check.